Manufacturer narrative:
(B)(4). Thv tvt registry. The edwards sapien 3 transcatheter heart valve (thv), model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., society of thoracic surgeons operative risk score =8% or at a =15% risk of mortality at 30 days). Per the instructions for use (IFU), ischemia and/or embolization of air, calcification or thrombus are potential adverse events associated with transcatheter aortic valve replacement and bioprosthetic heart valves. Some causes for thromboembolism include advanced age, atherosclerosis, cancer, previous mi, heart failure, dm, htn, a sedentary lifestyle, certain medications, and smoking. Peripheral ischemia is caused by decreased blood flow to tissues and can be related to many patient and/or procedural factors.  Patient factors that can lead to peripheral ischemia are atherosclerosis, hypertension, hypercholesterolemia, smoking, diabetes.  Reversible peripheral ischemia may manifest peri or post-procedurally as a result of the patient¿s underlying pvd or pad, combined with temporary compromise of inflow during the procedure. The IFU precautions the use of the device in patients with significant aortic and vascular disease. Poor peripheral perfusion may manifest peri or post-procedurally as a result of the patient¿s underlying pvd, combined with temporary compromise of blood flow during the procedure. There is a potential for worsening of this condition when an intravascular device is advanced through the vessel. If this occurs, there is a potential for the atheromatous material to embolize and cause distal ischemia or infarction. Significant perfusion related events will typically be investigated with a diagnostic arteriogram to reveal the source of the issue. In this case, it was reported by the patient¿s daughter that the patient died 34 days post operatively due to ¿cholesterol embolization syndrome¿ and other unspecified symptoms.  Attempts were made to gather information regarding the patient¿s medical history and cause of death but no information was able to be obtained. It is unclear what the exact cause of death was. (No death certificate provided). The cause for the peripheral event is also not clear but was likely associated with the patient¿s hypercholesterolemia, recent extended bed rest or decreased ambulation and insertion of medical devices in potentially compromised vasculature.  It is also unclear if the affected foot/toes was the same side as the esheath insertion site. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported to implant patient registry (ipr), the patient passed away 34 days post placement of the sapien 3 valve. She had returned home from the procedure for a few days only to return to the hospital days later. It was finally discovered, after about 2 weeks in the hospital, that she had developed cholesterol embolization syndrome during the procedure. Her right foot and toes had turned ¿almost completely blue from little or no circulation or blood flow and her other foot had a very low pulse as well¿. She had developed other unspecified symptoms as well, which ultimately caused her death. According to the operative note the patient tolerated the procedure well with minimal blood loss. There were no immediate complications.

Manufacturer narrative:
Reference CAPA-20-00141.